Event description:
It was reported that the ventricular lead exhibited high capture threshold. Since implant, the lead had a history of varying threshold. The lead also exhibited loss of capture when the patient raised their arms above their head. The device was reprogrammed and an x-ray showed no anomalies. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.